Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following several shocks from the device and audible tones. Upon interrogation the device was found to have triggered elective replacement indicator (eri) as a result of premature battery depletion suspected to be due to the number of shocks over the device's 2.5 year service life. The physician plans to perform an electrophysiology study to determine the cause of the patient's arrhythmias before making a decision regarding device replacement. Information was later received indicating no additional testing or intervention is planned per patient and family wishes. No adverse patient effects were reported. This system remains in service.